Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was unable to be reproduced. Door not fully latched alarms were confirmed through history log. Evaluation found the door able to latch close with a loaded IV set, however force required to secure door was above expected levels corresponding with the reported symptom. As a result, door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt injury.